Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent up arrow button due to a corroded keypad trace. The unit had a cracked liquid crystal display window, cracked battery tube threads, cracked reservoir tube lip, minor scratched liquid crystal display window, and cracked case at the display window corners.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error while the customer tried to treat for breakfast. The customer's blood glucose was 288 mg/dl. The customer did not observe any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.